Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found that the power supply board of the subject device had failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on investigation result, omsc concluded that the reported phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the subject device could not be turned the power on. Then, this power issue was resolved after repeating turning the power on and off. There was no report of patient injury associated with this event.